Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received as follows: was there a delay of surgery over 30 minutes? N/a. Was there a revision/medical intervention required? Yes. What action was taken after the event occurred? (E.g. Was surgery continued, replaced the device, etc.)? Laceration repaired, surgery continued.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during a craniotomy procedure resulting in scalp lacerations to the patient. Additional information has been requested.